Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. Peritonitis is a well-documented complication in patients undergoing pd therapy and is often associated with a breach in aseptic technique during the pd exchange. The patient¿s pd culture yielded an elevated wbc and no organism growth. Therefore, based on the reported information, the cause of the patient¿s peritonitis cannot be determined. However, there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event.

Event description:
It was reported that a peritoneal dialysis (pd) patient had a cycler pulling from the green medicated bag during the middle of the pd treatment instead of for the last fill. The cycler was processed for replacement. During follow-up, the patient¿s pd nurse reported the patient did not have any adverse effects on (B)(6) 2020. Additionally, it was reported the medicated bag referred to during the initial call was antibiotics for peritonitis. Reportedly, the patient was experiencing symptom of cloudy pd effluent. As a result, the patient had a pd culture obtained on (B)(6) 2020 which yielded an elevated white blood cell (wbc)count of 2279 and no organism growth. Per the nurse, the patient is being treated with vancomycin 1 gram intra-peritoneal (ip) on outpatient basis. The patient is reportedly recovering and is completing pd treatments with the new cycler without any issues. The nurse indicated the peritonitis is not related to any issues with the fresenius cycler or any other fresenius device, or product. Additionally, the nurse confirmed there were no fluid leaks. However, the nurse was not able to identify the cause of the peritonitis event.